Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported the listed tracheostomy tube was checked for leaks prior to intubation, and no leaks observed. After 7 days of patient use, the tracheostomy tube was found leaking at the cuff. The tracheostomy tube was replaced. The reporter indicated that no adverse health effects occurred as a result of the event.

Manufacturer narrative:
One used tracheostomy tube was returned for product evaluation. Visual inspection revealed holes in the cuff of the device. During functional testing, a syringe and pressure gauge were utilized to fill the cuff with air. Immediately upon inflation, the cuff pressure dropped indicating a leak. The manufacturing facility performed a review of the manufacturing process. No discrepancies were found regarding line clearance, training records of the operations staff, and the cuff assembly operation. The user facility reported that the cuff was in use for seven days prior to the discovery of the leak; however product evaluation and inspection was unable to determine what caused the cuts in the tracheostomy tube cuff.